Event description:
It was reported that the device depleted prematurely and was explanted on (B)(6) 2013. It was noted that the patient was on high energy settings with dual cathode and high voltage settings. The reporter noted that the health care professional was using very high energy settings in an effort to treat the patient who could not tolerate medications. It was noted that impedance testing and reprogramming were performed. There were no patient symptoms or complications reported with the event.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery was at normal end of life. It was noted that telemetry and output were okay.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3 387s-40, lot# v346793, implanted: (B)(6) 2009, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v346793, implanted: (B)(6) 2009, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.